Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was completed on august 17, 2017. Interrogation of the device revealed the pump had been programmed to deliver 2,000.0 mcg/ml of gablofen at 1,050.1 mcg/day via simple continuous infusion mode. As received, the elective replacement indicator (eri) was at 6 months. Evaluation of implantable pump serial number (B)(4) revealed the following: a low battery reset occurred during decontamination in the laboratory. Analysis identified a high battery resistance during functional testing in the lab. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pump was replaced on (B)(6)2017. It was indicated the reason for the infusion device removal was "battery is depleted." As reported, there was no indication the battery depletion was abnormal. It was reported the device was used with/in the patient for treatment. There was no patient death. The patient recovered without sequela. The device was returned to the manufacturer on august 10, 2017. No further information was provided.